Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
Biomed at one of the user facilities requested field service, indicating that during patient use one of their units displayed circuit occlusion and extended high peak, and stopped ventilating. This issue occurred while the unit was being used in adult mode. A continuous audible alarm was present during the event. There was no harm to the patient. The patient was placed on an alternative ventilator. Carefusion technical support dispatched field service to the site.

Manufacturer narrative:
(B)(4). Field service contacted the customer and left a message regarding the reported event. Once field service connects with the customer, they will discuss any further action to be taken.